Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s coagulation button was stuck. The patient had a small burn mark on the chest. They excised the burn mark and closed it over to prevent permanent impairment. No further information available at this time.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that (B)(4) button is stuck, whereas the. Cut button is normal. The investigation found the device to be stuck the (B)(4) mode. Engineering investigated the failure and determined that the (B)(4) switch base (on the right side in the attached picture) cracked, probably due to metal fatigue. Overusage by the customer may be one of the reasons for the fatigue failure. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.